Event description:
Reportedly, the staple line was not complete through the tissue. The pt had undergone radiotherapy and the tissue was "thin and fragile." The pt received a stoma instead of an anastomosis.